Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported he used the lancing device and believes the lancet remained in his forearm. He does not see the lancet, but when he used the device, it hurt really bad and his arm is still tender. He has seen the doctor twice and has had an x-ray of his arm, but they have not located the lancet. He reported he will return for "some type of sonogram." No adverse event was reported. The alleged product was requested for evaluation.